Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if the issue recurred, which they acknowledged and understood.